Event description:
It was reported by service report that there was no power to the bed. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Results: bed not plugged in.